Event description:
It was reported that after impacting the cup during a primary surgery, while trying to disengage the impactor the instrument would not release from the implant. While trying to unthread using tools from the set, the cup twisted back out of the acetabulum. After a few minutes 2 surgeons were able to release the threaded piece of instrument out of the cup and the cup was then reimplanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding disassembly issues involving a cup impactor bolt was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicated some deformation of the bolt and some material transfer on the interfacing surface. Dimensional evaluation was not performed as material analysis indicates that the bolt was likely tightened too much onto the shell. Functional evaluations were not performed as the bolt was removed and the shell remains implanted. A material analysis has been performed. The report concluded: ¿no damage was observed on the threads of the impactor bolt. Evidence of titanium metal transfer suggested that an acetabular cup may have been engaged very tightly. This could have resulted in a situation where the cup was difficult to remove. It could not be determined what caused the deformation damage observed on the bolt shell. Evaluation of the mating cup that failed to disengage may have yielded additional information; although, this device was not returned for analysis. No material or manufacturing defects were observed on the fracture surfaces examined.¿ device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves inability to disengage the impactor bolt from the shell. While trying to disengage the bolt, the shell twisted back out of the acetabulum. The bolt was eventually removed and the shell was re-impacted into the acetabulum. The exact cause of the event could not be determined as the shell was not returned for evaluation. It is possible that the bolt was tightened too much into the shell and that is what made it difficult to remove the bolt from the shell.

Event description:
It was reported that after impacting the cup during a primary surgery, while trying to disengage the impactor the instrument would not release from the implant. While trying to unthreaded using tools from the set, the cup twisted back out of the acetabulum. After a few minutes 2 surgeons were able to release the threaded piece of instrument out of the cup and the cup was then reimplanted.